Event description:
It was reported, the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately two months after implantable cardioverter defibrillator (ICD) was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information obtained from the cardiology clinic noted that the cause of death was urinary tract infection with congestive heart failure (chf) exacerbation resulting in sepsis. Enterococcus faecalis was identified in the blood. The death is noted to be unrelated to the ICD system or the procedure.

Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately two months after implantable cardioverter defibrillator (ICD) was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A d314trg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. A 694775 implantable tachy lead, implanted: (B)(6) 2004. A 5524m45 implantable pacing lead, implanted: (B)(6) 1996.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.